Manufacturer narrative:
The event of "patient has 2 implants on each side" is minor in severity and is not reportable to the FDA. Clarification to h.1: serious injury selected as there is no selection for minor events, as they are not reportable. Additional, corrected and/or changed data: b.5, h.6.

Event description:
Healthcare professional reported "patient has 2 implants on each side". This event is minor in severity and is not reportable to the FDA.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: use error.

Event description:
Healthcare professional reported "patient has 2 implants on each side". This record is for the left side. Device remains implanted.